Manufacturer narrative:
Product event summary: the device was returned, analyzed and no anomalies were found. The returned device indicated a loose/detached set screw.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant, the physician was unable to connect the right ventricular (rv) lead correctly into the header of the device. Upon insertion, there were false ventricular sensing marker annotations detected by the device. In addition, the electrogram signal was very "noisy.". The connector port was cleaned several times, however the issue persisted. The rv lead was measured through the analyzer, in which no abnormalities were noted. After several attempts, it was no longer possible to insert the lead pin all the way into the header of the device. The device was removed and replaced with no further issues. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.